Event description:
It was reported that a merlin.net transmission revealed low atrial impedance, decreased sensing and high thresholds. The device was programmed to vvi mode. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.